Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient with this cardiac resynchronization therapy defibrillator (crt-d) that they reportedly lost consciousness. The patient was advised to seek medical attention and refused. The local sales representative is not aware of the issue and has not seen the patient. No additional adverse patient effects reported. The cause of loss of consciousness is currently unknown.